Manufacturer narrative:
Results, conclusions: death. (B)(4).

Event description:
One endeavor rx drug eluting stent was successfully implanted in the cx during index procedure. It is reported that approximately 48 months post index procedure the patient expired. Cause of death is reported as heart failure. It is unknown if the event was related to study device.